Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment prior to step 1 of setup of their pd treatment. The patient reported cancelling treatment the night before due to receiving m31 air detected in cassette alarms, however, no leak was observed at that time. The patient was receiving m30 balloon valve leak alarm during setup and prior to the observed leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that no alternate treatment option would be used. Upon follow up, the pdrn confirmed the reported event. She is unsure if the patient was able to complete treatment but confirmed the patient is trained on performing continuous ambulatory peritoneal dialysis. The patient has not experienced any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler set's availability status for return is unknown. The reported cycler has been returned to the manufacturer for physical evaluation. Additional follow up attempts were performed to determine the availability of the cycler set, however, a response was not received.

Manufacturer narrative:
Corrected information: replaced "liberty cycler set" with "liberty select cycler"-- (transcription error, identified during peer review).

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.